Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/27/2015. The fse confirmed the leak from an overflow of the white blood cell (wbc) bath. The fse observed that the waste pump was not performing optimally. The fse replaced the waste pump and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 30ml from an overflowing bath on a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.